Manufacturer narrative:
Model- pump 72404310; lot sn- (B)(4); mfg date- 07/21/2017; exp date- 07/21/2022; model- reservoir 72404161; lot sn- (B)(4); mfg date- 06/24/2017; exp date- 06/24/2022.

Event description:
It was reported that the patient experienced fluid loss. All components were replaced. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the patient got well.